Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency room with infection and skin erosion at device pocket site. Echocardiogram showed no evidence of vegetation on leads and blood cultures showed no bacteremia. The pacemaker, right atrial lead and right ventricular lead were explanted on (B)(6) 2025 and was replaced on (B)(6) 2025. The patient was in stable condition.